Manufacturer narrative:
The customer was remotely assisted by spacelabs technical support who traced the issue to a faulty pcba. The customer ordered the part to implement the repair themselves. Repeated attempts to contact the customer and confirm that the unit is functioning have failed, the customer is not responding. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2018 that the display drops off the monitor and goes blank intermittently. No injury was reported with this event.